Manufacturer narrative:
The hill-rom field investigation found that the fluorescent light ( bulb) was not securely sealed in the light sockets causing arcing between the pins of the light bulb and the light sockets. The light was taken out of service, however, not returned to hill-rom for evaluation. Being that this would occur on all types ( used in a medical environment or non medical environment) of fluorescent lighting fixtures and not isolated to only one type, hill-rom has informed its customer base to ensure proper installation of bulbs into fixtures. See included medical device bulletin. See scanned pages.

Event description:
Nurse alleged she smelled an electrical smell. Upon entering the room she saw smoke and flames from the light. Pt was evacuated from the room and the fire was extinguished.